Manufacturer narrative:
The insulin pump passed the displacement test and self test. Pump failed the sleep current test and active current test and isolated to the electronic assembly. Device heated up intermittently during testing and isolated to the electronic assembly. Device heating up confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump and the battery were getting very hot. The customer's blood glucose level was 137 mg/dl at the time of the incident. The customer stated that the insulin pump writes every 4 hours insert battery. The device will be returned for analysis.